Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and motor error. Customer's blood glucose was 122 mg/dl. Troubleshooting was done. Advised customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly and motor. The button response anomaly, button error alarm, battery out limit alarm and motor error alarm could not be verified due to the blank display. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a broken belt clip slot and a cracked reservoir tube lip.